Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The evaluation of the returned system controller was unable to confirm the reported event of an increase in surface temperature. The log file retrieved from the returned system controller revealed approximately 9 days of data and no notable alarm conditions were captured. The returned system controller was functionally tested using the equipment in our laboratory and was found to function as intended. A temperature test was performed and temperature values were recorded from the lcd and the back panel of the 11 volt lithium-ion backup battery. The system controller operated the test system at 10,000 rpm and measurements were recorded multiple times while the backup battery was in use, while the backup battery was re-charging, and while the backup battery was at a fully charged state (lithium-ion batteries or a power module were used as power sources during the testing). The system controller also operated the test system for 5+ days and throughout the testing, the temperature values of the housing on the front and back surfaces did not exceed 33°c (91.4°f). The design of the system controller requires that it must operate within an ambient temperature range of 0°c to +40°c and the system controller case temperature must not exceed a +10 °c temperature rise under the maximum output conditions. The device's patient handbook and instructions for use contains a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f/40°c. A review of device history records showed no deviations from manufacturing or qa specifications. Similar incidences have been reported and a corrective and preventative action has been implemented to address the issue. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that while the pt was in ICU the nurse noticed that the pt's system controller was very hot. She lifted the system controller and noticed a 2nd degree burn on the pt's leg. The system controller was exchanged. The pt remains ongoing.